Manufacturer narrative:
All 3 sets were to be returned along with the 3-way extension set. It is not known at this time which one of the 3 sets is implicated in the event. Investigation is in-progress, but is not yet completed; there is no indication of a set or device malfunction at this time. A follow-up report will be submitted when the investigation is complete.

Event description:
Report of a neonate who received an unknown volume of an undetected air bolus immediately following tubing change, and decompensated as a result. Patient reportedly required full resuscitation including intubating as a result of the event; patient subsequently fully recovered. Reportedly, hospital did a full inquiry into the event and concluded that the cause of the patient's decompensation was air in the line which was infused after the tubing was placed on the pump. It is not clear how the air got into the line; pumps were not sequestered, so they cannot be examined or have the logs reviewed. Patient had 3 infusions with 3 separate sets that all got connected to one 3-way port; the new lines were reportedly fully primed then connected, and 10 minutes after the infusion was started the patient decompensated. The lines were inspected and large amounts of air were seen in the tubings, so the hospital concluded that the patient got a large air bolus into the umbilical line. Limited information is available on what the 3 drips were, no information is available on what the rates were. Customer thinks that one may have been tpn, and acknowledged that rates were probably very low as the patient was a neonate. Awaiting report from hospital for specifics of rates and solutions.